Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is that the temperature cable was not connected properly. By a telephone call, the conclusion was reached that they were forcing the connection between the cable and the patient's temperature sensor. Once it was connected normally, the device started working correctly again. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and states the following: "temperature probe placement: patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. Refer to the manufacturer¿s instructions for use for the specific indications and temperature probe placement." "Note: verify that the patient temperature 1 probe is correctly positioned and correctly connected to the system. If the patient temperature change is less than 0.15°c after the first hour of therapy, the system will generate alert 116 ¿ patient temperature 1 change not detected. If alert 116 is not acknowledged after 5 minutes, the system will generate alarm 117 ¿ patient temperature 1 change not detected. Alarm 117 will stop therapy and an audible alarm will sound. After alarm 117 is acknowledged, therapy will require a restart." The reported product number is sold ous. The UDI number for this product is not available. This supplemental MDR is being submitted to capture the investigation details. Additionally, there were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and the residual risk for this event is low; therefore, this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed alarm 14 (patient temperature 1 probe out of range) on the screen. Per review of wo on 31jul2024, device was used on patient. No patient injury reported, no patient identifiers available. Per follow up information received via email on 24sep2024, by a telephone call, the conclusion was reached that they were forcing the connection between the cable and the patient's temperature sensor. Once it was connected normally, the device started working correctly again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed alarm 14 (patient temperature 1 probe out of range) on the screen. Per review of wo on (B)(6) 2024, device was used on patient. No patient injury reported, no patient identifiers available.